Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, and crease fold. A microscopic analysis was performed which identify sharp-edged opening with non-penetrating nicks assessed as surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. There were stress marks.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.